Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer: no, lens not returned. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -14.50/+4.5/084 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vault and rotation. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
The lens was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic broken. (B)(4).

Manufacturer narrative:
Previously stated that the problem was resolved with the lens exchange. Corrected statement-the problem was not resolved with the lens exchange. See MFR report# 2023826-2018-01213 for case continuation. (B)(4)